Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the pacemaker failed to interrogate and exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.